Event description:
In 1989 I got breast implants. My husband and I picked out saline implants, held them, etc. I learned in (B)(6) that one has completely ruptured and they are actually silicone. According to my doctors I have had breast implant illness for at least 11 years. I was forced to retire in 2010 and go on disability; have no idea silicone toxicity was causing my cast array of medical issues. I am now in final stages and explanting on the (B)(6) of this month. I have fibromyalgia, several bulging discs, was diagnosed with asthma and copd in 2012, have nodules on my lungs which now appear to be silicone, I have had a stroke, a tia, brain fog, eyes do not tear and vision stays blurred. My depression is at an all time high. Pain at all times. Chest pains similar to costochondritis and pleurisy sudden spikes in bp, interstitial systitis. I was denied disability from my company but had I known the implants were silicone and I was toxic to it I would have changed things. I get (B)(6) monthly state disability. My surgery has to be paid for in cash.